Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the implantable cardioverter defibrillator. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: for product not returning.

Event description:
Related manufacturer reference number: 2017865-2022-19950 new information received notes that the oversensing the t wave and others appeared to be noise related.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that noise was over sensed.

Event description:
New information received notes recurrence of noise was noted.

Event description:
New information notes that the implantable cardioverter defibrillator was explant and replace the ICD. The patient condition was stable.